Event description:
It was reported that it took several attempts to place a shunt while using the cranial guidance software. An additional surgery was performed immediately after to successfully place the shunt.

Manufacturer narrative:
H6 codes have been updated to reflect the conclusion of the investigation. Additional data: h4. Corrected data: b2, g1.

Event description:
It was reported that it took several attempts to place a shunt while using the cranial guidance software. An additional surgery was performed immediately after to successfully place the shunt.